Event description:
Pt was being transferred from chair to bed. While in mid-air, entire lift and pt fell from hook at top of hoyer. Pt fell flat on back and her head hit the leg of hoyer. Device was being operated by cna's.